Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and multiple back operations. It was reported that the ins flipped about six months ago. The patient had lost (B)(6) since their original surgery; went from (B)(6) lbs. Recharging was an average of 4 bars, which had been that way since implant. The patient could not use the remote to make changes to the ins, has to have the antenna connected. The patient used the stimulation a little bit every day, 100% with group c, but less than 1% overall usage. The patient had good coverage to low back, legs, and feet. The ins pocket was revised. Got 8 bars on recharging device. The patient was happy with coverage. No further complications were reported or anticipated.